Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. During the check in process, 17 ml of sterile water was aspirated, and no problems were encountered. The pump was then aspirated, filled with 20 ml of sterile water and again aspirated, repeating the process five times. No problems were encountered. The pump was then aspirated, filled with 40 ml of sterile water, aspirated and filled a total of five times, with no problems.

Event description:
It was reported they were unable to aspirate contents of the pump at implant during pump prep; it was very difficult to remove water from the pump. They tried to put the pump in warm water and it was still difficult to aspirate. Healthcare professional was not comfortable using the pump so he elected to use another pump which was much easier to aspirate and prep.

Manufacturer narrative:
Catheter model # 8709, lot # j12326r20, implanted: (B)(6) 2005, explanted: unknown.